Event description:
It was reported that the patient visited the emergency room (ER) due to a cannula dislodge and high blood glucose levels with high ketones. At the ER the patient was diagnosed with diabetic ketoacidosis (dka). The patient's blood glucose (bg) read "high" (>27.8 mmol/l) (>500mg/dl). Symptoms reported include hyperglycemia, high ketones, vomiting, weakness and polyuria the patient was treated with intravenous fluids.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.